Event description:
It was reported that the patient had pyretic stimulation. During the extraction procedure, the physician was unable to unscrew the helix. The lead was capped and replaced. Patient was in good condition after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.